Manufacturer narrative:
Per customer, qc prior to the event was within lab-established ranges. Qc after the event was low. A field service engineer (fse) was dispatched: the fse replaced the na and cl electrodes, but it did not resolve the issue. The fse replaced the carbon bridge and verified performance of the system. A clear root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) and chloride (cl) results generated by the unicel dxc 600 pro synchron clinical systems for six patients. The results were reported out of the lab. When the issue was noticed, the instrument was recalibrated and the samples rerun. Amended reports were sent. Treatment was not initiated or withheld based upon the false results reported.